Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump usb port was loose, and the pump battery could only be charged if the cable is held at the port. Customer¿s blood glucose level was between 273-274 mg/dl. The customer reverted to an alternate method of insulin therapy.